Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned wrapped in a (B)(4) pack label from lot v6454. The tip protector was not returned. However, the extension handle was taped over top of the needle in an attempt create a needle protector. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter does not cut the inner needle does not reach the cutting edge and then the inner needle binds up; blocking the most of the port. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needle causing the inner needle to bind up. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The vitrectomy cutter stopped and would not start again. The doctor said, he could see the cutter sitting half way in as if the spring could was not strong enough to push cutter forward. There was no patient injury for this cutter. A single packed cutter was opened to replace the cutter.